Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that there were not any exposed wires, that the strain relief was just coming loose. The customer also indicated that there was a crack in the transformer housing. She also indicated that she did not witness any sparking, fire or flame and tha no injuries were sustained as a result of the issue. The product was received on (B)(4) 2013 and the product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto hard surface or other type of sever impact. The original design testing involved dropping the unit a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc. Cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 12k, which is not normal and indicates that the thermal fuse did blow.

Event description:
The customer reported to customer svc that the wires on the cord are exposed and the adapter will not power the pump.